Event description:
Healthcare professional reported, left side intracapsular rupture. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued e.1:. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on august 02, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side intracapsular rupture. Device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported, left side intracapsular rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening. And observed, opening on posterior side assessed, as surgical damage (shell thickness within specification). As per the investigation procedure: missing piece of shell assessed, as inconclusive was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.